Manufacturer narrative:
Philips service replaced the hard disk drive and reloaded the software, verified functionality, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to hdd and software issues on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.